Event description:
It was reported that the patient had the spinal cord stimulation (scs) system removed due to interference with a spine surgery. The patient informed that the devices interfered with the surgery, necessitating their explant. The location, date, and physician involved in the explant were not specified. The issue was resolved with the removal of the devices, and the patient reported no issues following the explant. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.